Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient thought that they might have "turned it off." Patient increased stimulation 0.1 and then 0.1 more and could feel it, but then later "it finally went off" on (B)(6) 2017. Patient was having urgency symptoms. Patient was unsure of how to turn programmer on and off and states they were trained while still under anesthesia. Patient could feel stimulation now. Patient asked if feeling a "tap, tap, tap" feeling was normal. Patient turned stimulation down to 1.9 and said it felt better. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, (B)(4) (con): patient thought that they might have "turned it off." Patient increased stimulation 0.1 and then 0.1 more and could feel it, but then later "it finally went off" on (B)(6) 2017. Patient was having urgency symptoms. Patient was unsure of how to turn programmer on and off and states they were trained while still under anesthesia. Patient could feel stimulation now. Patient asked if feeling a "tap, tap, tap" feeling was normal. Patient turned stimulation down to 1.9 and said it felt better. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.